Event description:
Patient was on support with a lifesparc pump. Patient was being assessed for a neuro status and was off all sedation. Patient intubated and began to cough. Patient has been given lasix to drop cvp. When patient began to cough, they got suction and flows dropped. Patient was in a coughing fit, and the pump sucked air in the circuit, which eventually air locked the pump. The pump stopped, the pump did alarm and notified the staff. Staff clamped post pump. A decision was made to switch to another system.

Manufacturer narrative:
No patient information was provided besides gender. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist inc. Manufactures the lifesparc pump. The incident occurred in (B)(6). Product discarded.

Manufacturer narrative:
H.10. During a livanova complaint review, it was discovered that some information was not included in the initial report filed for this event: through follow-up communication with the customer on (B)(6), 2022, the customer informed livanova that after review of data and other information from the case, they no longer believe this event is related to a device malfunction. The customer discovered that the patient had not been given appropriate fluids and was "dry", which resulted in over 40 low flow alarms that were not responded to appropriately. The resultant patient cough created enough suction for air to get into system, likely from the central line or an open stopcock, though the customer is not exactly sure where. Based on all the investigation performed by the customer, the staff at the facility is now accepting full responsibility for this event and there is no longer any allegation of device malfunction. In response to this information, livanova will be doing an air entrapment training for the customer to show them what to do in this type of situation and how to avoid it. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.